Event description:
Healthcare professional reported left side " implant removal + capsule removal", captured as event code exposure per patient photo. The device has been explanted.

Manufacturer narrative:
Continued e.1 postal code: (B)(6). Continued e.1 phone number: (B)(6). Continued e.1 fax number: (B)(6). The event of exposure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: exposure.